Manufacturer narrative:
Clinical assessment: a 52-year-old male with cardiomyopathy who developed post-cardiotomy cardiogenic shock / low cardiac output syndrome (pccs/lcos) following coronary artery bypass grafting (CABG). Due to persistent hemodynamic compromise in the setting of pccs/lcos, temporary mechanical circulatory support with an impella 5.5 device was initiated to provide left ventricular unloading and circulatory support. The impella 5.5 pump was successfully placed within the left ventricle. However, shortly after initiation of pump support, the system began generating frequent positioning alarms. This was followed by high purge pressure alarms and ¿purge system blocked¿ alarms, raising concern for impaired purge flow. The yellow luer connector was removed to check for any changes in purge pressure, etc. When the yellow luer connector was removed, the purge pressure decreased, raising the suspicion of a blockage within the pump.despite these measures, the purge pressure remained elevated at approximately 900 mmhg, and the device was deemed unsafe for continued use. The decision was made to remove and replace with another impella 5.5 pump. At the time of explant, no visible clot or biomaterial was identified on the pump. The first impella 5.5 pump will be coded for hemodynamic instability with device revision or replacement as outcome. The patient¿s hemodynamic instability was temporally associated with impaired impella 5.5 function, specifically reduced effective flow related to purge system abnormalities. Although the patient had significant underlying cardiac dysfunction (pccs/lcos), the inability of the device to provide consistent circulatory support likely contributed to transient hemodynamic compromise during the event. This event represents a serious adverse event due to the potential for compromised circulatory support, appropriately managed by prompt device removal and replacement.

Event description:
The complainant reported that a patient with postcardiotomy cardiogenic shock and low cardiac output syndrome underwent implantation of an impella 5.5 device for mechanical circulatory support. The pump was successfully positioned in the left ventricle; however, frequent pump position alarms occur once the device was activated. Subsequently, alarms indicating elevated purge pressure and a possible obstruction in the purge system were triggered. Suspecting a blockage, the yellow luer connector was removed to assess changes in purge pressure. Although the purge pressure decreased after removal, the underlying issue persisted, and the situation was deemed unsafe. The case was therefore aborted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.